Event description:
It was reported that a homechoice device experienced an unknown malfunction. It was unknown if there was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice has been returned for evaluation; however, evaluation has not yet begun. Upon completion of the evaluation or receipt of additional information, a supplemental report will be submitted.